Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a clip that jumped open. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. It was noted that during device prep, the clip jumped open multiple times while attempting to turn the arm positioner. It was also noted that resistance was felt while turning the arm positioner. The clip delivery system was exchanged, and the procedure was completed successfully. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported physical resistance of the arm positioner and clip jumping were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip jumping and resistance of the arm positioner. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.